Event description:
It was reported that pump malfunction occurred after pump was exposed to extreme temperature and humidity. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred.